Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the printed circuit board (pcb) was out of specification electrically. It was also indicated that the ventricular output connector was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The epg was returned for service. There was no patient involvement.